Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain and increased creatinine. A CT was performed and an approximately 12mm caudal stent graft migration was discovered. A 36x36x49 endurant cuff was implanted to reline up to the right renal artery. Ivus was performed to confirm the relative location and circumferential apposition of the graft. This reportedly resolved the event. The physician stated that the cause of the event was anatomy related. It was further noted that the follow up cta identified that the para visceral segment of the aorta has dilated to greater than 36 mm. Moderate aortic angulation has also increased in the infrarenal segment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: two non-contrast CT slices were returned. The films were non-contrast and no scale was visible on the films; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed, and no stent graft or vessel measurements could be made. One transverse slice image showed what appeared to be a dilated aorta; possibly from the para-visceral section of the aorta. No stent graft was seen in the image. The 2nd coronal slice shows what appeared to be an endurant stent graft system implanted in the infrarenal aaa. The iliac limbs were not seen, and the location of the renal arteries could not be determined from the non-contrast films. The infrarenal neck and aortic body were essentially straight in the coronal view. No obvious stent graft issues were observed. The cause of the reported migration could not be determined from the limited non-contrast films returned. The anatomy at implant is unknown, earlier post-implant films were not available for review and comparison, and images during the intervention were also not provided. It is possible that disease progression (neck dilatation) and aneurysm morphology changes (reported neck angulation) m ay have contributed to the migration. If information is provided in the future, a supplemental report will be issued.